Event description:
The reported stated the technician poured a cc4204bf collamer single piece lens into a tray and noted that the lens was torn. The reporter stated the lens was not loaded or used and there was no pt contact. The reporter stated the lens was received that way and was defective.

Manufacturer narrative:
Eval: results: visual inspection returned product found a piece of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history, work order search and the eval of the returned product, a specific root cause of the event could not be determined.